Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. Upon in-house investigation, the meter switched on as expected. No anomalies were found in the customer service mode. Three control tests were run using in-house contour next test strips and in-house contour next control solution to check the meter functionality. All readings were within acceptable range and properly stored in meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next meter. The customer stated that when he checked the logbook at the later time, the results reappeared. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.